Event description:
It was reported that the ilet displayed a ¿dosing stops soon, connect cgm or enter bg¿ message while the user was wearing a dexcom g7 continuous glucose monitor (cgm), and the pump was found to be configured to the wrong sensor type (freestyle libre 3 plus) before being switched to dexcom g7 and paired with the provided code; education on pairing and warm-up was provided. No adverse clinical effects were reported. Outcomes included restoration of cgm pairing workflow and continuation of therapy after user education. User support included customer interview and guided troubleshooting focused on cgm configuration and pairing. Investigation of this case revealed use error related to incorrect cgm selection and pairing, with the device user interface and software performing as designed when the cgm source was not valid. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect setup and pairing, with no device malfunction identified.